Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The pcb was returned. Per the returns plan, it was unable to be tested.

Event description:
Per complainant, unit alarms not functional.